Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver did not display any data. The patient could not recall what, if any, error icon or message was displayed. No additional event or patient information is available. Data was not provided for evaluation. Confirmation of the reported issue of inaccurate cgm values was not determined. A root cause could not be determined.